Event description:
The xts instrument failed without operator assistance. The xts instrument shut off and aborted treatment after return of the third cycle. The instrument was supposed to start cycle number four. There were no clots or problems with the flow rate during the treatment. A manual return was performed and the patient was treated on the cellex instrument. Awaiting response from MFR.